Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity, heavy calcification and a chronic total occlusion. A 3.5 x 28 mm absorb gt1 was advanced and was implanted without incident. Two unknown absorb gt1 scaffold delivery systems were advanced and implanted in the sub-intimal space without incident. Post-dilatation was performed with a 4.0 x 20 mm non-abbott balloon catheter at 22 atmospheres (atm). A grade iii dissection was noted and treated with a 4.0 x 15 mm non-abbott balloon catheter and implantation of a 2.4 x 23 mm non-abbott covered stent. A 3.5 x 23 mm absorb gt1 was advanced and passed without incident. There was a good final patient outcome. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.